Event description:
Medwatch #(B)(4) was received. This is 11 of 12 reports for this event. Additional info: pt received surgery of open reduction internal fixation of left olecranon fracture using a deep metal olecranon plate and screws on (B)(6) 2012. On (B)(6) 2012, the pt again was taken to surgery for removal of metal deep olecranon plate previously placed and for a cubital tunnel release. The pt was taken to the operating room with description of the pt having scar tissue opened over the plate and debrided of the scar tissue. The screws (11) were removed one at a time until the plate was able to freely taken off. Once removed, the screw holes with the fibrous tissue were cleaned with periosteal elevator and a rongeur until there was a smooth surface. Attention was turned to finding the ulnar nerve. Pt had some severe cubital tunnel syndrome since this fracture. The ulnar nerve was found proximally and carefully dissected free. The covering of the tunnel was dissected free down to the insertion into the heads of the flexor carpal ulnaris muscle. The pt's nerve was severly hour glassed around the cubital tinel. The pt tolerated the procedure well.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as product is entering the complaint system. Additional info: date of report: (B)(4) 2012. Device name: small metal olecranon plate.

Manufacturer narrative:
Device was used for treatment. Catalog #, 510k#: based on the manufacturing evaluation, the manufacturing engineer determined the part number of this screw to be (B)(4). This part is a 3.5mm locking screw self tapping with stardrive recess 12mm. Visual inspection noted the screw was received intact and whole. The drive has light damage, consistent with use. The head threads have two light impact marks that do not affect profile. The shaft threads have several light dents in the major diameter which do not affect profile. The flutes and the tip are in good condition. The major diameter is 3.49mm. This screw appears to be of the (B)(4) family of screws. If so, the length of 12.63mm would make this a (B)(4). Dimensions that could be measured were found to meet specifications. The plate and screws functioned properly as designed in that they provided sufficient fracture fixation to allow bony healing. In the intended posterior position, the shape of the plate is such that it should not impinge on an ulnar nerve in the anatomic position. The actual position of the nerve post-injury and varying anatomy could possibly have contributed to the nerve being in an abnormal location. In addition, this is a stainless steel plate. It is known that stainless steel can elicit sensitivity reactions in some patients. The ulnar nerve compression could have resulted from abnormal anatomy, a reaction to the nickel in the plate, or damage from the original traumatic event without any effect from the implant. The design risk assessment was reviewed and found to be adequate for the intended use.